Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, during surgery on (B)(6) 2023, device not cutting properly. It was cutting in thin strips instead of sheets of skin. No patient harm and no surgical delay. Due diligence information will be provided during follow-ups as it is in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; the motor speeds were erratic and the width plates and various parts were damaged. The motor, width plates, pin, bearings, washers, spring seal, screws, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.